Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed ¿no disposable¿ for the fourth time. The alarm was silenced, and the settings were reviewed. The resolution volume was 53.5 ml, rate 2.1 ml/hr and the volume given was 146.50ml. Troubleshooting was performed to power down the pump in the attempt to remove the cassette, but they could not get the port tubing clamped and the clamp did not stay closed. They tapped the cassette accouple of times while still attached. The device was then powered back, and infusion restarted. The device read ¿run¿. No patient harm was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.